Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced infusion set tubing detached from connector event on (B)(6) 2024. The infusion set was for 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.